Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, physical damage found on the device was most likely due to user mishandling. To avoid inadvertent damage, the IFU (instruction for use) advises , "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage," (page 1) and "take special care to ensure all cables are undamaged." (Page 29). Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. Device was inspected. Water stain and dents on the irrigation port were observed. The threads of the unit were found to have dents which makes the probe cover hard to place. The end of the cord to the generator was observed to be faulty, and not able to be locked onto the generator. The device is non repairable. Customer was notified. Device returned unrepaired. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found leaking. The issue occurred during an unspecified procedure. There were no further details provided regarding the event. No patient harm, or injury reported. No user injury reported.